Event description:
Meter name: ultra. Strip name: ultra strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy. A pt reported not able to test on meter and had to go to doctor and was given medicine. Their meter allegedly would only display a line dot-dot. There was no result on the meter. There was no comparison. Treatment: medication from doctor.